Event description:
It was reported that the patient with this right ventricular (rv) lead was experiencing pain. Moreover, it was noted that this rv lead exhibited loss of capture and was confirmed that the patient had pericardial effusion. Furthermore, a lead dislodgement was also confirmed. Hence, this lead was repositioned septally. This lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead was experiencing pain. Moreover, it was noted that this rv lead exhibited loss of capture and was confirmed that the patient had pericardial effusion. Furthermore, a lead dislodgement was also confirmed. Hence, this lead was repositioned septally. This lead remains in service. No additional adverse patient effects were reported. Additional information indicates that a revision of the rv lead was performed due to a lead perforation confirmed via x-ray imaging. The procedure was completed without any adverse events or evidence of tamponade.